Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump received a no power error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no power error. The pump had been operating on a aa battery only. The customer changed the battery to a new one and cleared the power loss alarm. Afterward the prime process was successfully completed. The customer was advised to motor the pump and call back if the error recurs within the next 4 hours. No products were shipped or returned.